Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible inappropriate therapy for supra ventricular tachycardia (svt)/ atrial tachycardia (at) with rapid ventricular response. It was also noted there was atrial undersensing on stored high rate non-sustained episodes. The device and lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent an atrial fibrillation (af) ablation procedure following the reported event. The outcome was resolved.